Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4). Implanted:(B)(6) 2000. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-aug-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 2000mcg/ml at 499.6mcg/day and bupivacaine 10.9mg/ml at 2.723mg/day via an implantable pump. The indications for use were non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2019 it was reported that the patient¿s pump was flipping around in her abdomen and they were unable to fill it/interrogate it while being flipped. There were no reported environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed was they were unable to aspirate the catheter at the pocket revision surgery the day of the report. The volume expected was 2.4ml and they got 24ml. No actions and interventions were taken at this point to resolve the catheter issue as the patient has had no complaints about the therapy not working just that the pump was flipping. It was unknown if the issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.